Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of several inappropriate shocks in a single episode. Tachycardia therapy was exhausted during the episode. T-waves were noted to be bigger than the r-waves. The primary sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This device remains in service.